Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx and endoanchors were used in the endovascular treatment of the patient for a 65 mm abdominal aortic aneurysm. The patient had previously undergone implantation of a non mdt main body stent and iliac limb extension and endoanchors were being implanted for the prevention of neck dilation. It was reported that five endoanchors were implanted in the patient from the main body of the endograft to the proximal neck and no endoleak was observed at the end of the procedure. It was reported that the patient died in their sleep approximately 4 years later. It was reported that the death is presumed to be due to aortic vascular disease but there is no proof as no autopsy was performed. It is uncertain whether the event is related to the device or index procedure.